Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 the patient underwent revision of mesh, excision of a vaginal ulceration, and anterior/posterior colporrhaphy due to vaginal ulceration and exposure of mesh. On (B)(6) 2011 the patient had a suture removed from the vagina. On (B)(6) 2011 excision of mesh to left of urethra, excision of scar tissue due to mesh erosion. On (B)(6) 2011 drainage of left vulvar hematoma. On (B)(6) 2012 left perineal nerve block due to continued pain following previous vaginal procedures. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with excision of a perirectal skin tag and anterior colporrhaphy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with bilateral vaginal vault suspension, anterior colporrhaphy, enterocele repair, and cystoscopy due to vaginal prolapse, urethrocele, cystocele, rectocele, enterocele, and sui. No additional information was provided.